Event description:
Unable to remove the delivery system: after the stent graft was implanted, when the physician attempted to remove the delivery system in order to leave the sheath, the delivery system became difficult to be removed from the sheath near the valve of the sheath and got stuck. Although the delivery system was pulled and pushed, the delivery system did not move at all. The delivery system was therefore removed along with the sheath from the patient. The sheath was replaced with a competitor's sheath to continue the procedure. Subsequently, the procedure was successfully completed without any complications. After the procedure, the tip was attempted to be removed from the sheath outside the patient's body, but the tip got stuck in the sheath and could not be pushed, pulled or removed. When the delivery system was pulled with force, the tip broke off. Operation type: evar blood loss: unknown ancillary devices used: egoist flex interventional guidewire (medico's hirata inc.) (Tc#bm220801034) patient outcome - "no health damage to the patient."

Event description:
Unable to remove the delivery system: after the stent graft was implanted, when the physician attempted to remove the delivery system in order to leave the sheath, the delivery system became difficult to be removed from the sheath near the valve of the sheath and got stuck. Although the delivery system was pulled and pushed, the delivery system did not move at all. The delivery system was therefore removed along with the sheath from the patient. The sheath was replaced with a competitor's sheath to continue the procedure. Subsequently, the procedure was successfully completed without any complications. After the procedure, the tip was attempted to be removed from the sheath outside the patient's body, but the tip got stuck in the sheath and could not be pushed, pulled or removed. When the delivery system was pulled with force, the tip broke off. Operation type: evar blood loss: unknown ancillary devices used: egoist flex interventional guidewire (medico's hirata inc.) (Tc#(B)(4)) patient outcome - "no health damage to the patient."